Event description:
It was reported that the patient had 5 "bad" seizures over the last 16 weeks. And stated that she has had a burning sensation in her chest which was transient. No other relevant information has been received to date.